Event description:
It was reported, the patient has lost weight. As a result, the patient is experiencing pain at the ipg site. The patient reported her system does help her pain; however, the pain at the ipg site is greater. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6)2015 where the ipg was explanted.